Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted along with hysterectomy due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal surgeries on (B)(6) 2012 due to mesh erosion and bladder and urethral problems, and in (B)(6) 2013 to repair mesh erosion and fistula. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with left salpingectomy, enterolysis and partial omentectomy due to pelvic pain and uterine fibroids. It was reported that following insertion the patient experienced severe pelvic pain, vaginal pain, dyspareunia, recurrent infections, malodorous discharge from the vagina, urinary incontinence, mesh erosion, mesh penetration through the urethra and fistulae. (B)(4).